Event description:
It was reported that a piece of the battery was melted inside the battery compartment of the infusion device.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.